Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot start up. The system log file was reviewed which confirmed that there was errors in the host pc and ippc (image processing pc), indicating that the ram memory in each was faulty. The cause of the failure of both host pc and ippc could not be conclusively determined by supplier¿s part analysis. However, the replacement of host pc and ippc by the fse has resolved the reported issue. Following the replacement, the system returned to use in good working order. It was reported by the customer that power failures were occurring at the site around the time of the issue. It is possible that this could have caused a corruption in the memory, however the log files did not display any relation between the power outages and ram failures. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start even after several attempts. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.